Event description:
Upon completion of the decontamination of the instruments, the operating room tech noticed a 0.5 cm x 0.05 cm tip missing from the kocher clamp -missing tip could only be seen on one side and not the other-.